Manufacturer narrative:
The devices were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed during testing of the device. The devices were put through extensive testing including full functional testing, without duplicating the report. An inspection of the device found no discrepancies. The devices were recertified and returned to the customer. Review of the device logs suggests that device sn (B)(6) was powered on, prompts "attach pads" and was turned off 2 seconds later. The device is not turned on the remainder of that day. The device sn (B)(6) is also powered on and prompts "check pads" and is turned off 3 seconds later. Another 11 hours later, the device is powered on again and is turned into manual defib mode. The device prompts several messages that indicate a possible poor connection between the pads and the patient's skin. The user is then able to successfully charge and discharge clinically 5 times at 200j. The logs confirm that once all criteria is met, the device was capable of discharging successully. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant alleged that they could not confirm which device was involved r series device sn (B)(4) or r series device sn (B)(4). Complainant indicated that the patient subsequently expired.